Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel. The bravo was received for evaluation. This product does not have an expiration date. The returned sample did not meet specification as received by medtronic. The visual inspection found that keyboard not work properly. The customer reported the recorder was not responding correctly and did not even ask if the capsule was correct. The reported condition was confirmed. The investigation found that keyboard doesn't work properly; this was led to the reported problem. The investigation identified the root cause of the reported event to be keypad malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the recorder was not responding correctly and did not even ask if the capsule was correct. When they tried to navigate through the screens, the light-emitting diode (led) would not light up when they pressed the button and it was not responding. The capsule then failed to calibrate and would not be picked up by the recorder. There was no patient injury and a repeat procedure was performed.